Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 45 year-old female patient who had essure inserted (lot no. 12561920, c35387) for female sterilisation. The patient had a medical history of pap smear abnormal, dysmenorrhea, caesarean section, anxiety, parity 2, gravida ii (galactorrhea not associated with childbirth) and galactorrhea. The patient had a family history of hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateralsalpingectomy, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils- left-3, right -2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: clinical endication: status post essure, confirm tubal occlusion. Comparison: none. Findings: the scout image demonstrates two curved metallic densities within the pelvis consistent with the essure coils. The right essure coil is located approximately 1 cm distal to the uterine cornu. There is a normal appearance of the uterine cavity with no evidence of filling defects or distortion. No contrast was identified extending beyond the coma or beyond the essure coils. Impression: status post essure sterilization with obstructed fallopian tubes bilaterally. No contrast was identified spilling into the peritoneum, case description: patient tubes are tied, no spillage of dye. No longer have to use a backup. [Pathology test] on (B)(6) 2023: diagnoses: excessive and frequent menstruation with regular cycle. Final diagnosis: uterus cervix: no pathologic diagnosis. Uterus: endometrium: early secretory endometrium. Myometrium: no pathologic diagnosis. Fallopian tubes, bilateral: essure contraceptive devices x 2. Gross description: sectioning the fallopian tubes reveals silver metal coil devices in both the proximal lumens, possibly representing essure devices. Specimen: uterus +/- adnexa, cervix, uterus, bilateral fallopian tubes 141 g. Lot number: 12561920. Manufacture date: 2013-01. Expiration date: 2015-11. Lot number: c35387. Manufacture date: 2014-03-11. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2023, 3284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 45 year-old female patient who had essure inserted (lot no. C35387,12561920) for female sterilisation. The patient had a medical history of pap smear abnormal, dysmenorrhea, caesarean section, anxiety, parity 2, gravida ii (galactorrhea not associated with childbirth) and galactorrhea. The patient had a family history of hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3284 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateralsalpingectomy, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils- left-3, right -2. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: clinical endication: status post essure, confirm tubal occlusion. Comparison: none. Findings: the scout image demonstrates two curved metallic densities within the pelvis consistent with the essure coils. The right essure coil is located approximately 1 cm distal to the uterine cornu. There is a normal appearance of the uterine cavity with no evidence of filling defects or distortion. No contrast was identified extending beyond the coma or beyond the essure coils. Impression: status post essure sterilization with obstructed fallopian tubes bilaterally. No contrast was identified spilling into the peritoneum, case description: patient tubes are tied, no spillage of dye. No longer have to use a backup. [Pathology test] on (B)(6) 2023: diagnoses: excessive and frequent menstruation with regular cycle. Final diagnosis: uterus. Cervix: no pathologic diagnosis: uterus: endometrium: early secretory endometrium. Myometrium: no pathologic diagnosis: fallopian tubes, bilateral: essure contraceptive devices x 2. Gross description: sectioning the fallopian tubes reveals silver metal coil devices in both the proximal lumens, possibly representing essure devices. Specimen: uterus +/- adnexa, cervix, uterus, bilateral fallopian tubes 141 g. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Medical history and lab data updated, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.